Event description:
According to the information received when we followed up in the initial surveillance info, the patient told that the voice prosthesis fell on an unsterile area so they resterilized it, and when she later tried to insert it the blue ring dislodged. No effect on patient.

Manufacturer narrative:
The product has been resterilized in violation with the instructions for use! The product is clearly market single use and is not intended to be reused or resterilized. If a silicone product is resterilized, it may slightly change the properties of the silicone material. It may be a bit harder, and theoretically be more difficult to insert. The gluing properties will also change when resterilizing the prosthesis. At our examination we found: a small rupture on the shaft of the prosthesis, close to the seat of the ring. The blue ring was loose. The structure of the seat showed that the ring had been glued correctly. Small marks, probably created by a sharp instrument was found on the ring. The inserter tube had a 25mm long crack on the middle of the shaft! Cracks were also found on the tip of the tube. The tube was lubricated with a sufficient layer of silicone oil. The cracks on the loading tube indicates that the main reason for the loose ring is that the prosthesis wasn't correctly loaded into the insert tube. The oesophageal flange had not been folded forwards according to the manual, and a very big force had been applied on the prosthesis, causing the damages of the product. The clinician has completely disregarded the instructions for use manual.